Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. While a cause for this specific clinical event cannot be ascertained from the info provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a correction in july 2008 as ref above. Should add'l info become available and / or the device (s) be returned for eval and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed.

Event description:
It has now been reported that the patient received a durom hip generic on (B)(6) 2006, right hip and underwent revision surgery on (B)(6) 2011 due to metallosis and loosening. Additional information: same patient also had left hip surgery.

Manufacturer narrative:
This case was re-opened on may 3, 2013 to enter add'l info received on april 17, 2013. At the time of this report, the MFR still did not receive the product. Since this case is related to the issues for which zimmer implemented a correction in july 2008 as referenced above. Zimmer (B)(4) will close this case once again.

Event description:
It has now been reported that the pt received a durom hip generic on (B)(6) 2006, right hip and underwent revision surgery on (B)(6) 2011 due to unk reasons. Add'l info: same pt also had left hip surgery.

Manufacturer narrative:
The devices were returned and the result of the visual examination has been made available. Visual examination: during the visual examination the durom acetabular component presented condensed regions of third body material growth on the porous surface, minor condensed regions of third body material growth on rim segments a and d and scuffing on the articulating surface. The metasul ldh large diameter head presented moderate third body material on the articulating surface, condensed third body growth on the outer face and scratching and material deformation on the inner face. The metasul ldh head adapter presented condensed third body growth on the distal face and third body material on the inner taper surface. The result of the examination did not change the results of the previous assessment in which zimmer implemented a notification in july 2008 as referenced above. The distribution of this product was ceased in the meanwhile. Therefore, zimmer (B)(4) considers this case as closed.

Event description:
Additional information was received on june 25, 2015.

Manufacturer narrative:
This case was reopened on december 09, 2013 to enter additional information which had been received on december 4, 2013. Since this case is related to the issues which zimmer implemented a notification in july 2008. Zimmer (B)(4) will close this case once again.

Event description:
It has now been reported that the pt received a durom us acetabular component 58/52 r on (B)(6) 2006, right hip and underwent revision on (B)(6) 2011 due to metallosis and loosening.

Event description:
It is reported that pt was revised after about 4.5 years due to unknown reason.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. While a cause for this specific clinical event cannot be ascertained from the info provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a correction in july 2008. Should additional info become available and / or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4)considers this case as closed. (B)(4).